Event description:
A pt called lfs on 01/2002 alleging that pt's one touch basic meter was giving a clean test area message. Pt had not been able to get the meter working properly since april/may. In august, pt was feeling rather week one day and pt's vision was somewhat impaired. Pt told spouse to call 911 after pt gave self 2 "bd" sugar tablets. Pt tried to test self on the one touch basic but got a cta message. At the point, pt took another sugar tablet and passed out. When pt awoke, the paramedics were there. Paramedic attempted to test pt on pt's meter, but got the cta message again. He cleaned the meter properly and got 141 after. Pt was then brought to the hospital via ambulance and was admitted for 24 hours. Pt has been having problems with the meter since then also, although pt claims to have called back in august to troubleshoot the meter. At that point, the meter appeared to have passed all the qc tests. It was found the checkstrip failed low, retested and got a cta message. Cleaned meter and got 82 mg/dl for the checkstrip (76-99). All attempts to contact pt have failed. No further info has been reported.